Event description:
It was reported that the pt expired after an implant duration of .07 months, due to unk reasons. No further details were provided. It is unk if the pt's death was device related. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.